Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: received three (3) used nrfit cassette reservoir. As received, no damage or anomalies were observed. The tube luer bond junction of each returned cassette was leak tested. A leak was observed at the tube luer junction of each cassette. Each luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube of all samples. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during assembly. A device history record review could not be conducted as the lot number was unknown.

Event description:
It was reported that there was a leakage from the tube and connector connection. The event occurred before patient use during priming at facility.